Manufacturer narrative:
Product analysis update: further analysis of the external pulse generator (epg) was performed. The main board was assembled into a g olden unit. Upon functional test ran on automated test console the device passed all tests with no anomalies observed. During benchtop analysis the epg was power cycled ten times and no errors were observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: at analysis, it was determined that the external pulse generator (epg) failed the incoming tests on the test system for the ventricular pace pulse noise test and the atrial pace pulse noise test. Additionally, it was noted that the hanger was worn and required additional force to open or close. Also, it was noted that the encoder required more force to rotate. A new main printed circuit board (pcb), a liquid crystal display (lcd), a hanger, and an encoder were replaced. The epg passed the final test on the automated test system. Also, the device passed all tests with no visual or electrical anomalies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The external pulse generator (epg) was returned as a loaner and subsequently tested out of specification during the manufacturer's a nalysis. There was no patient involvement.